Event description:
Frozen display in gud monitor and surgeon monitor during mako tka and tha procedures there was a delay in surgery because of the freezing. "The length of surgical delay could be noted as more than half an hour in this case".

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: frozen display in gud monitor and surgeon monitor during mako tka and tha procedures. Device evaluation and results: per wo-(B)(4): replaced the network cable between the cpida and cpci assy and tested the mics unit is fine. Product history review a review of device history records shows that on 01/31/17 1 device was inspected and 1 device was placed on: qt 17-01-0087, qt 17-01-0104, qt 17-01-0095, qt 17-01-0096. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 207110, serial number (B)(6) shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Frozen display in gud monitor and surgeon monitor during mako tka and tha procedures. There was a delay in surgery because of the freezing. "The length of surgical delay could be noted as more than half an hour in this case".